Event description:
The surgeon implanted a plate silicone lens model aa4204vf and was removed without pt injury. It was indicated that the surgeon decided to use another lens after it was implanted. The facility stated there was no product malfunction. The model and lot numbers of the cartridge and injector were not specified by the facility.